Manufacturer narrative:
(B)(4). A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the catalytic decomp filter, oil mist filter and vacuum pump oil were replaced. Unit meets specifications and was returned to service on 5/28/2015.

Event description:
A customer reported an event of an odor/smell emitting from the sterrad® nx sterilizer. One healthcare worker (hcw) experienced a reaction of "heavy feeling in chest", "tingling in the arms" and she "felt like she could taste peroxide". The hcw did not seek nor receive any medical attention/treatment and is reported to be "okay". An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (11/27/2014 to 05/26/2015) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from june 2014 through may 2015 and did not observe any significant trend. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The assignable cause of the odor/smells issue is the catalytic converter, vacuum pump oil and the oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.